Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10: concomitants: (B)(6), 620-00-02 - platelet rich plasma kit with spray tips (B)(6), 02-010-01-0340 - logic femoral ps cem right sz 4 (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t (B)(6), 200-02-35 - three peg patella 35mm (B)(6), 620-12-02 - accelerate prp 60 ml & acd-a.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2014, and then experienced revision surgical procedure on (B)(6) 2022 approximately 8 years and 2 months after initial implant due to extensive osteolysis and large cyst formation of the medial femoral condyle and ploy wear. No images were provided. There is no other information available. No device return anticipated due to this being a legal case. Ebi initial surgery attached. Historical record & smartsolve searched for sn/patient name with no results. Operative report from revision surgery attached. No further information. As directed by qa management: this legal complaint case is from the united states. The event did not occur in, nor is it reportable for brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.